Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Consumer alleges power wheelchair motors caught on fire destroying the wheelchair. Alleges water was thrown on device and the chair stopped working.

Manufacturer narrative:
The device was not returned for evaluation.

Event description:
Consumer alleges power wheelchair motors caught on fire destroying the wheelchair. Alleges water was thrown on device and the chair stopped working.